Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-15145. The pt had four leads (two from one lot and two from another lot) as part of her scs trial sys. Voluntary medwatch report received (report number: (B)(4)) regarding this event. It was reported the pt experienced anxiety and panic attacks during her trial period.